Event description:
It was reported that during a laparoscopic cholecystectomy, there was an issue with clip formation. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.